Event description:
Account reported that "a nurse attempting to enter the site had the septum burst out and in the ensuing movement had blood splashed in her eye. This blood is reported to be hepatitis b positive." No other info available.